Event description:
The customer contact reported no flow. The tubing set was returned to the biomedical dept with a note that stated, "pump said it was flowing, but check the bag it was full." The tubing set was being used to deliver an unspecified concentration of insulin at a dose of 50 units/hr via a symbiq pump. At 0000, the delivery was started. At 0400, it was reported the display indicated the solution was being delivered; however, the solution container was full. The pump and tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.